Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) installed revision ak software onto the gui pcb. No parts are expected to be returned.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not on a patient at the time of the event. There is no report of serious injury or death associated with this event.